Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The main pcb was replaced as identified in the investigation to address the lcd display issues. Additionally the captive nut with washer was missing. The captive nut with washer was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Complaint information will be included in complaint trending that is reviewed by the (B)(4) on a regular basis to determine if further action is necessary.

Event description:
It was reported that the generator would not power up when setting up for an unknown procedure. Sales rep stated that the power button changes colors but the device will not power on. Customer used a second device.